Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the united arab emirates as follows: it was reported that on (B)(6) 2022, during a revision/removal of tslp plate for repositioning, the surgeon managed to remove one screw, and another screw head was stripped off, and the third screw could not be removed because the screwdriver tip broke inside the screw head. The surgeon will try to fix the issue from another approach. It is unknown if the procedure was completed successfully. No further information is available. This report involves one 5.5mm ti cancellous locking screw 30mm thrd length. This is report 2 of 2 for (B)(4).